Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that the diff preserve pump needed adjustment. The fse performed the conductivity matching procedure to adjust the pump, which repaired the high basophil results. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating high flagged basophil counts. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.